Event description:
It was reported that this pacemaker underwent a pocker revision due to unknown reasons. After procedure, it was noticed to not have loss of capture (loc). X rays were performed, and leads were found to have dislodged due to lack of slack. The system was explanted. No adverse patient effects were reported.